Event description:
Closure device would not deploy correctly. The foot plate would not engage; had to use another closure device (not perclose). No other immediate interventions were necessary, hemostasis was achieved.